Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device had alarmed no delivery alarm. Customer's blood glucose was 408 mg/dl. There was blood at the site. Customer mentioned to have multiple bent infusion set cannulas. After troubleshooting, customer will not be returning the reservoir for analysis.